Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Concomitant medical products : catalog number:010000820 lot number:6029250 brand name: g7 liner, catalog number:650-0661 lot number: 2017011347 brand name: delta ceramic head, catalog number:010000666 lot number:6062652 brand name: g7 shell. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial hip procedure .subsequently patient fell six (6) weeks post operation requiring hospitalization, the patient then went onto developing thigh pain. Finally, the patient was revised due to pain approximately (17) months post primary implantation. No additional information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 010000820, lot number: 6029250, brand name: g7 liner; catalog number: 51-104150, lot number: 6032528, brand name:taperloc stem; catalog number: 650-0661, lot number: unknown, brand name: delta ceramic head; catalog number: 010000666, lot number: 6062652, brand name: g7 shell. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01497, 0001825034-2019-01500, 0001825034-2019-01502. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to pain approximately 18 months post implantation. Attempts have been made and additional information on the reported event is unavailable.